Event description:
Info rec'd indicates, the brake casters at the head end of the stretcher will not hold in brake.

Manufacturer narrative:
The tech found the head end connecting rod was broken. The tech used a brake/steer upgrade to repair the stretcher.